Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection. All available information indicated that the ICD along with the right ventricular (rv) lead and right atrial (ra) lead remain in service. There was no additional adverse patient effects reported. The ICD will not be returned as it remains in service.